Event description:
During follow-up, a reset due to a checksum error was observed on the device. The device was successfully reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.